Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This report is being filed to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) failed to convert rhythm. The plan was conducted by adding a subcutaneous coil and options for programming. Additional information obtained from the field which indicated that this device was explanted due to high defibrillation threshold (dft) test. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) failed to convert rhythm. The plan was conducted by adding a subcutaneous coil and options for programming. Additional information obtained from the field which indicated that this device was explanted due to high defibrillation threshold (dft) test. No additional adverse patient effects were reported.